Manufacturer narrative:
As there was no patient contact with the product. Also, patient information cannot be provided due to personal data privacy legislation/policy. Implant date: not applicable, as the lens was not implanted. Explant date: not applicable, as the lens was not implanted. Therefore, not explanted. Email address: unknown/ information was asked but not provided. (B)(6). It was indicated that the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) got twisted while loading. While preparing simplicity before surgery, the plunger was bent in the right direction, and the lens was twisted and could not be used. No patient contact reported. No medical or surgical intervention reported. No further information available.